Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix returned retracted and resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a fracture at the distal end of the inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was unable to be successfully implanted due to helix issue. This lead was explanted and replaced. No adverse patient effect.